Event description:
Upon receipt of the device, the user reported that the screw at the end of the mounting arm was too large. Since the event occurred out of box, there was no pt involvement during this event.